Event description:
It was reported that the device reading was inaccurate. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. . A product sample was received for evaluation. Visual and functional testing were performed. The monitor was powered up and the monitor kept performing an autozero, the monitor had no flowrate. The monitor was opened and the all tubing were full of fluid ingression which went all the way to the bench. The root cause of the reported issue was found to be improper handling of device that allowed water or fluid to enter the monitor. It was noted flowrate test, visual, occlusion test, factory calibration. The monitor came in for ?reading inaccurate? The customers comments were verified. The monitor was powered up and the monitor kept performing an autozero, the monitor had no flowrate. The monitor was opened and the all tubing were full of fluid ingression which went all the way to the bench. The bench, naphion tubing ang a tubing kit were all replaced for the monitor to have a flowrate of 128 ml/min (spec is 120+/-20 ml/min) and passed the factory calibration. Fluid ingression in the bench. User interface. Replaced the bench, tubing lit and naphion tubing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).